Event description:
It was reported that during a thyroid procedure, the device never worked even after troubleshooting. Procedure was completed with another device of the same product code. There was no reported pt consequence.